Event description:
A pt felt stimulation with the device turned off. The pt turned their stimulation off at night, but for the last 2 days, it had felt like stimulation was still turned on. The pt's stimulation was felt in their normal paresthesia area (mid to low back, and all the way to the tailbone). The pt was in fair condition, and was scheduled to see a company rep on (B)(6) 2010 to have their device system checked. On (B)(6) 2010, it was later reported that the pt's issue had been occurring over the past couple of months. Impedance measurements were normal. The pt was getting good pain coverage. The pt's device was turned down to 0.0 volts, and the stimulation was not felt. It was noted that the pt had lost a lot of weight recently, in addition to having a lead migration occur "a while ago." Following the lead migration, the pt was able to still have good coverage after reprogramming of their device. The pt's outcome was not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).